Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced skin necrosis and breakdown of the skin flap on (B)(6) 2012. The site had reportedly healed by (B)(6) 2012.